Event description:
Customer reported the collimator stuck open. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a broken conductor in the high voltage cable. Customer will repair cable, then system will operate as intended.